Event description:
Boston scientific received information that this device was explanted secondary to patient infection. The product will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.